Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) emitted a battery depletion code. Boston scientific technical services (ts) discussed it can be either true or false depending on implant date. Ts discussed that it would need the device info in order to run an analysis. This s-ICD remains in service. No adverse patient effects were reported.